Event description:
On 05/28/1997, pt received bilateral total knee replacements. On 01/20/1998, pt underwent a left total knee replacement revision, due to failure of left total knee patellar component. The removed component was taken to the MFR for review.